Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -13.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. During lens insertion, the lens tore. The lens was later explanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the lens missing pieces of its haptic. (B)(4)